Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly which led to an unexpected shutdown. Additionally, it was reported that a minimum fill notification occurred and the insulin gauge was inaccurate. Customer's blood glucose level ranged between 189-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.